Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: what was the indication for surgery? Weight loss. What was the procedure? Sleeve gastrectomy. How was the post-op bleeding identified? Small amount of blood in drain and hemoglobin dropped, patient passed out. How many days postoperative was the bleeding identified? 1 day post op. What was the total estimated blood loss (ml)? 400ml. What was the pre and postoperative anti-coagulant and pain management protocol? Heparin and tylenol. Was the bleeding intraluminal or extraluminal? Extraluminal. Can you please provide a time line of events? Patient had surgery (B)(6). Dr. Was made aware of bleeding on (B)(6), blood was given and patient sent home (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon had an abdominal bleed on a sleeve gastrectomy that took place on (B)(6) 2022. The patients hemoglobin dropped and passed out and the drain put out a small amount of blood as an indicator. They had to transfuse the patient with 2 units of blood.